Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump gave them a double dose of insulin and that they crashed. Also, the insulin pump alarmed stuck button. Customer was assisted with troubleshooting for stuck button alarm. Customer's blood glucose was 50 mg/dl at the time of the incident. Customer stated that they did not press the button down for three minutes or longer. The customer also stated that the insulin pump was not exposed to a change in altitude. The customer was advised that the customer's insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for low blood glucose was performed. The customer's blood glucose level was 153 mg/dl during the call. The customer treated with food and had 57 mg/dl, felt sick and blood glucose went up to 246 mg/dl. The customer treated the high with injections. The customer did not continue troubleshooting and stated that they were going to contact their healthcare professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed leak test. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.